Manufacturer narrative:
The device was received for evaluation. During evaluation, the device failed flow rate accuracy testing with an error percentage of 5.415%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be pressure plate travel out of adjustment. The pressure plate travel will be adjusted and m2/m3 springs will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device failed flow rate accuracy testing. No additional information is available.